Manufacturer narrative:
Product investigation summary: the received instrument show signs of use, but is in otherwise good condition. The device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. No non-conformance reports were marked in the DHR during production. No further investigation into this complainant part is required as the deviation for the reported problem could be found on article 03.037.017 (guide sleeve). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a hospital instrument demonstration by a synthes sales consultant on (B)(6) 2016, the guide sleeve was unable to pass through the instrumentation construct. There was no patient or surgical involvement this report is 1 of 2 for com-(B)(4).